Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a tw3a recovery - operation error occurred. The customer reported that issue occurred when dispensing medications and not able to pull any medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that unexpected service operation error occurred. A technical support specialist completed a reverse sync with no issues and station fully synced to the station and transactions and station inventory was backed up to the ephi. The system functioned as intended after the technical support specialist troubleshot the device.